Event description:
The customer reported that the trocar valve leaked during a combined membrane peel and laser with gas procedure. Additional gas was injected into the eye at the end of the procedure due to hypotony. The procedure was completed without known impact or consequences to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A device history record review for each of the lots was conducted. The product was released based on the manufacture's acceptance criteria. A complaint history examination indicates this is the second complaint received against the components of the reported final lot. The sample was not returned. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for the investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).